Event description:
The synchrony camera boom arm was loose.

Manufacturer narrative:
The boom arm for the synchrony led receiver was loose. The boom arm did not fall and no injury was reported. The fse (field service engineer) ordered the part for replacement. No further actions are required.